Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture

Event description:
Healthcare professional reported left side "breast shape changed and the prosthetic rupture due to capsular contracture" baker grade unknown. The device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: red particles on the shell, one opening curved on the anterior, underweight and crease fold. A microscopic analysis was performed which identified: three striated openings on the anterior. Based on the device analysis the final assessment is: - three striated openings assessed as surgical damage consist in the use of some surgical tool. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
A "seroma diagnostic check" was performed; a "tumor around the breast" was identified. Biopsy revealed "mild lymphocytic infiltration" with "no evidence of malignancy." Exam was performed due to "bia-alcl suspicion."